Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no abnormalities were observed. Laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. Based on all the available information, the cause of the reported air visible in the sheath was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path.

Event description:
It was reported that air bubbles were observed in the faradrive steerable sheath clear. During an ablation procedure to treat persistent atrial fibrillation (af) and is considered off-label use, after gaining access, the versacross was exchanged for the sheath and the sheath was aspirated and flushed. After inserting the farawave pulse field ablation catheter, aspiration and flushing was performed again, however, the air bubbles were not able to be cleared. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for analysis. It was further reported that the method of irrigation used for the sheath consisted of a 1-liter heparin saline pressure bag inflated to appropriate marker. Bubbles were observed in the 3-way stop cock line coming off the faradrive sheath. No air was observed in the patient and the guidewire was just at the tip of the farawave catheter when inserted. The catheter was advanced past the sheath handle, and the wire was then expanded just forward of the catheter when the physician proceeded to begin to aspirate. The sheath is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles were observed in the faradrive steerable sheath clear. During an ablation procedure to treat persistent atrial fibrillation (af) and is considered off-label use, after gaining access, the versacross was exchanged for the sheath and the sheath was aspirated and flushed. After inserting the farawave pulse field ablation catheter, aspiration and flushing was performed again, however, the air bubbles were not able to be cleared. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for analysis. It was further reported that the method of irrigation used for the sheath consisted of a 1-liter heparin saline pressure bag inflated to appropriate marker. Bubbles were observed in the 3-way stop cock line coming off the faradrive sheath. No air was observed in the patient and the guidewire was just at the tip of the farawave catheter when inserted. The catheter was advanced past the sheath handle, and the wire was then expanded just forward of the catheter when the physician proceeded to begin to aspirate. The sheath is expected to return for analysis.